Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that three levels of biorad quality control (qc) were in range on the morning of (B)(6) 2019. A siemens customer service engineer (cse) was dispatched to the customer site. The siemens cse inspected the instrument and noticed the blue line 6 & 7 on the reaction cuvette washer (wud) unit were not aspirating fluid. The cse evaluated the hydraulic diagram and noticed that both lines went out of the drain pump 2 (cdp2). The cse replaced the tubing from the cdp2 which had build up and the peri-pump tubing on both cassettes. The instrument was tested, and the nozzles were aspirating, as expected. A precision run for calcium_2 concentrated (ca_2c) was performed with 20 and 25 cups, and no issues were noted. The customer reran samples and results are matching with other instruments. The instrument is performing within the specifications. No further evaluation of the device is required. This event is associated with MDR # 2432235-2019-00064.

Event description:
A discordant falsely elevated calcium_2 concentrated (ca_2c) result was obtained on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The instrument performed an auto-repeat and the result was lower. The customer performed additional repeat testing on an alternate advia chemistry xpt instrument. The repeat results matched and the customer reported the result of 8.3 mg/dl.there are no known reports of patient intervention or adverse health consequences due to the falsely elevated calcium_2 concentrated result.